Event description:
During a post-cesarean tubal ligation the filshie clip applicator stopped functioning properly. Inspection of the instrument after the procedure revealed that a small metal piece had broken off. X-rays of the pt showed that the fragment was still inside of them. The pt underwent an add'l procedure to retrieve metal fragment.